Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged asthma (new or worsening), lung disease, copd, shortness of breath, coughing, feeling nauseated, sick to the stomach, vomiting, coughing up lot of mucus during the day, has acid reflux, and difficulty breathing. Medical intervention was not specified. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.